Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, cracked lens were noticed. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned pressed down between two posts of the lens case. Solution is dried on both surfaces of the optic and haptics. Both haptics are adhered to the optic surface with solution. The optic is cracked/fractured and scratched/marked-rejectable.we are unable to determine the root cause for the reported complaint "cracked". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).